Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the cause of the high impedances was undetermined.

Manufacturer narrative:
Other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Information was received from a consumer via the company representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins). It was reported that while the impedances were checked at the outpatient, the impedance of electrode #5, one of the 16 electrodes, was high as over 10,000 ohms. The device settings were: amplitude (v): 1: 1.3 2: 1.3 pulse width (us)): 1,2: 400 impedance (ohm): #5: over 10000 the others: normal as 943-1144¿¿¿ rate (hz/pps): 1,2: 15 polarity (uni or bi): bipolar electrode#for anode: 1: 2.8.9 2: 0.1.2.5.6.7 electrode# for cathode: 1: 0.1 2: 8.9 usage (hrs/day): not specified no x-ray images were available. There were no external factors that contributed to the issue. No diagnostics or troubleshooting was performed. No interventions or actions were taken. The issue was not resolved at the time of this report. It was unknown if surgical intervention occurred. The patient was alive with no injury. Additional information was received three weeks later that the patient experienced no symptoms. The electrode with high impedances was used. No operation was planned. No further complications were reported or anticipated.